Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. How was the cement prepared for use? It was mixed in a mixing tower for 1 minute. It was then mixed for 30 seconds in a mixing tower the next attempts & still hardened too quickly before putting into a cement gun. B. What equipment was used to prepare / mix the cement? Hospital-owned stryker mixing tower. C. What was the timing to mix and the time between mixing and setting? Mix was 1 minute and time between mixing and setting was 2-3 minutes. D. What equipment was used to deliver the cement? Was going to be a cement gun. E. Can you provide the quantity used of the cement product? Qty of 5 was used in the procedure.

Event description:
It was reported that the gmv cement hardened too quickly and was not able to shoot in a cement gun. There was a surgical delay for 10-15 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(6). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that the gmv cement hardened too quickly and was not able to shoot in a cement gun. This happened in 3 attempts mixing cement during the case. Afterwards a total mix was done with a batch of cement and the same thing happened. It's almost like the gmv cement is acting like the ghv cement. There was a surgical delay for 10-15 minutes. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the smartset gmv 40g us eo [545050501/4047303]. The device was received on the original packaging closed. The retain sample test revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. Refer to full report "lot. 4047303 investigation report" a dimensional for the smartset gmv 40g us eo was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the smartset gmv 40g us eo [545050501/4047303] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot a manufacturing record evaluation was performed for the finished device [545050501/4047303] and no non conformances or manufacturing irregularities were identified."